Event description:
During a request for therapy assistance, the caregiver (cg) stated that the patient line clamp was closed when they primed the lines. The technical services representative (tsr) assisted in ending therapy during fill cycle three of four, while the patient was connected. The tsr reviewed proper procedures with the cg. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a closed clamp on the patient line was reported. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Per the guide, users are not instructed to close the patient line clamp anytime during therapy unless for an emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.